Event description:
The customer reported that the system displayed intermittent communication failure error messages. This error message likely caused the system to lock-up or prevented the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The systems interface board was replaced and the software was reloaded. The system was then found to be operating as intended.